Event description:
Additional information received indicated that it was unknown which device had attributed to the event, however, it was reported that there was fluid around the pump site, as well as the spinal area. The patient experienced a severe headache. The patient was hospitalized and had recovered without sequelae. According to the device manufacturing registry, the drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2008 (B)(6), product type catheter, product ID 8590-1, lot# n126704, serial#, implanted: 2008 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak and their "intrathecal pain pump" was replaced in 2008. It was verified that the patient's catheter was replaced (B)(6) 2012 following pump implant on (B)(6) 2012. It was unknown was drug the device system was used to deliver. Additional information has been requested but was not available as of the date of this report.